Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Treatment included injection (inj) vancomycin- intraperitoneally (1gm, frequency not reported) and inj tazar-IV (intravenous) (4.5gm, twice a day) for peritonitis. The patient was recovering from the event of peritonitis. No additional information is available.